Event description:
It was reported that "the balloon ruptured during insertion." There were no patient complications reported, but it is unknown if there is any missing balloon remaining in the patient body.

Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. The balloon was found to be ruptured at the central area of the balloon latex, measuring 3 mm x 3mm in size. The ruptured edge of the latex was not able to match up. No deterioration to the balloon latex was found. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examination was performed under microscope at 10x magnification and with the unaided eye. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.